Event description:
The reporter indicated that a 12.6mm vicmo12.6, -05.50 diopter, implantable collamer lens was implanted, removed, and replaced intraoperatively with a shorter length lens on (B)(6) 2021 from patient's right eye (od) due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Weight- unk. Ethnicity - unk. Race - unk. PMA/510k - this product is not marketed in the us. Device problem code: (B)(4). Claim# (B)(4).